Event description:
It was reported that it was difficult to extend and retract the lead helix. After second repositioning, the helix mechanism was retracted but held the torque in the lead causing the helix mechanism to partially extend again. The lead would not fully extend anymore. The markers showed that the lead was still retracted. After removing the lead and trying it on the table, it was possible again to retract and extend the helix, however there was still a lot of torque held on the lead. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed and the helix was disengaged from helical channel. There was blood/body fluid (not obstructed) on the distal conductor, the inner tubing was kinked/buckled, there was blood in/on the helix mechanism sleeve head and on the helix mechanism itself, and there was a tip seal observation.